Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A section fractured off the device, rendering it inoperable. All pieces were returned. The device has nicks and gouges in the surface, particularly around the fracture site. The device was manufactured in 2018 and shows signs of extensive wear / usage. The medical investigation concluded that a photo of the broken device was provided. According the report, the impactor tip broken inside of the patient was removed. However, there was no back up available, therefore, the surgery was finished using the same broken device without a significant delay in the procedure or harm to the patient. Since no further harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be reassessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the impactor tip was found to be broken inside the patient. All pieces were recovered. No delay to the procedure. No back up available, the surgery was finished using the same broken device. The device will be returned. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.